Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient underwent a revision approximately one year post-implantation due to pain, difficulty bearing weight, slight effusion, limp, and swelling. Surgeon told patient that the implant was not seated properly and the disk part was loose. All components were removed and replaced. Operative reports indicate that there was lack of bony ingrowth on the femoral component, but it was not obviously loose. The patella component also showed no evidence of bony ingrowth and was loose.

Manufacturer narrative:
(B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A patient had underwent a knee arthroplasty on an unknown date and is being indicated for a revision of their patella for an unknown reason. No revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported post-operative complications were confirmed through review of medical records. Initial operative notes identified no intraoperative complications. The patient¿s follow-up visits reported good progress until approximately ten (10) months post-operatively when the patient reported pain behind the kneecap and an antalgic gait was seen. Radiographic images taken nearly eleven (11) months post-operatively identified lucency at the patellar component interface with no evidence of bony ingrowth. Revision operative notes identified very little bone ingrowth on the femoral component and no bone ingrowth on the patellar component. A device history record (DHR) review was performed and no discrepancies relevant to the reported event were found. The regenerex patella implanted in the patient was previously recalled for the pegs shearing in-vivo. It is unknown if the hot spots seen on the patients MRI or the pain the patient was experiencing was caused by the patella pegs fracturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Concomitant product: regenerex series a patella 34mm catalog 141357 lot 684980; vanguard right cr femur catalog 183048 lot 579970; regenerex tibial tray 71mm catalog 141273 lot 875660; e1 tibial bearing 71/75 x 10mm catalog ep-183540 lot 586670; biomet finned stem 40mm catalog 141314 lot 063000. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-04863, 1825034-2017-07103, 1825034-2017-07105, 1825034-2017-07106, 1825034-2017-07107.

Event description:
It was reported that a patient underwent a right total knee revision approximately one year post implantation due to a hot knee and pain. All components were removed and replaced with competitor product.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right total knee revision approximately one year post implantation due to hot spots in the knee and pain. All components were removed and replaced with competitor product.